Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2016 with the following findings: a review of the pump¿s black box revealed unexpected power interruption after a low battery warning. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit and maintain electrical connection. The ez-prime steps were performed correctly with no power interruption occurring during the investigation. The original complaint was unable to be duplicated. The pumps cover was removed and there was no intermittent condition found to the power circuit board.